Event description:
Information received indicates, the bed had an unintentional movement of the head up function.

Manufacturer narrative:
The technician isolated the unintentional movement to the left patient control board. He replaced the left patient control board to repair the bed.